Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 534 mg/dl. The customer's parent reported that they had a bent cannula. The customer's blood glucose was 130 mg/dl. The customer was treated with insulin pump. The device will not be returned for analysis.